Event description:
It was reported that patient underwent meniscal repair procedure on (B)(6) 2011. As the surgeon attempted to introduce the meniscal screw through the guide tube, part of the screwdriver caught on the guide tunnel and would not permit entry. Another device was opened and used to complete the procedure. No patient injury or significant delay in the procedure was reported.

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. This is the first complaint that has been reported for this part number. (B)(4).